Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, the surgeon reported the plasmablade handpiece would activate without the activation buttons being pressed. There was no surgeon or patient injury reported.